Event description:
"The patient also reported having an MRI and stated they were told it was safe. They called [implant manufacturer] from premier radiology, and someone walked them through ensuring the [implant] was turned off. When they returned to imaging, the patient said the room felt very hot and that the technician had to call an engineer to check the machine. The patient reported that once the MRI started, they felt as if they were burning or frying inside and experienced a panic attack, which they said they had never experienced before. The patient stated they are unsure whether the issue was related to the MRI, despite being cleared by [implant manufacturer], or if the MRI machine caused the onset of constant urination." This report reflects information received by the FDA in the form of a notification per 803.22 (b)(2).